Event description:
It was reported that the user had previously connected one libre sensor to the ilet app and another to the abbott libre app, then applied a new libre sensor and paired it to ilet, after which the abbott app continued to issue alerts indicating the sensor was in use by another device. Symptoms included no hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer education and troubleshooting regarding device pairing behavior and app connectivity. Investigation of this case revealed that the libre 3+ sensor was paired to multiple applications, and the abbott app attempted concurrent access, consistent with sensor connectivity conflict on a third-party app while the ilet connection functioned as intended; removal of the abbott app was advised to prevent interference. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to multiple applications resulting in expected sensor-in-use alerts on the non-primary app.